Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The local representative had received information that this patient had developed a pocket infection. At the time of the original event notification, the physician was discussing the possibility of not explanting the electrode. Boston scientific's technical services felt that if extraction was pursued, then extraction of both the device and electrode may be the best option. Boston scientific received information that both the device and electrode were extracted. The device and electrode were extracted due to secondary infection following tooth extraction. No complications or irreparable injury were reported as a result of the extraction procedure.